Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was a dislodgement noted on the left ventricular (lv) lead resulting in loss of sensing. The lv lead was capped and replaced to resolve the event and the patient was in stable condition.